Manufacturer narrative:
(B)(6).

Event description:
The customer received a questionable low ldl_c ldl-cholesterol plus 2nd generation result for one lipemic patient sample from the cobas 6000 c 501 module serial number (B)(4). The initial result was 62 mg/dl and was reported outside of the laboratory. The clinician rejected the result and the sample was repeated. On the same analyzer, the repeat result was 64 mg/dl. On a beckman coulter analyzer with a result of 189 mg/dl. On (B)(6) 2018, the repeat results were 57 mg/dl and 58 mg/dl. There was no allegation of an adverse event. A general reagent problem could be ruled out as calibration and qc were acceptable.

Manufacturer narrative:
Sample from the patient was submitted for investigation. The result with the beckman method could not be confirmed by two independent methods. The customer's result from the cobas 6000 c 501 was found to be correct as it matched the results from lipid agarose gel electrophoresis and the lipoprint method.